Manufacturer narrative:
Follow-up # 1, date of submission 06/23/2011 - device evaluation: the pump was returned and evaluated by product analysis on 05/25/2011 with the following findings: there was no activity related to the complaint observed in the pump download history. The battery was not returned with the pump for investigation. The battery compartment and cap are intact with no physical damage or evidence of moisture ingress observed. The pump powered on normally and was exercised for 4 hours, no overheating or alarms were duplicated. The pump electrical current draws were tested and found to be within specifications. The power flex, battery connections and internal components were tested for intermitting conditions, no defects were found. The complaint regarding pump and battery overheating could not be duplicated during investigation. A review of the device history record for this pump was performed and the pump was operating within required specifications at the time of release. Software version: e3a, date of manufacture: 9/2010.

Manufacturer narrative:
After the evaluation is completed and a supplemental report will be filled. No conclusions can be drawn at this time.

Event description:
This complaint is being reported as a malfunction due to the overheating battery issue. The battery reportedly was warm to touch. There was no reported patient impact associated with this complaint. During troubleshooting, the reported noted the following: the battery type was correct. There was no sign of moisture or corrosion.